Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump would power off when the battery is moved. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of ¿'powers off when battery is moved¿ was reproduced. The event history log was reviewed. An event occurrence date was not provided, multiple battery low messages on customer's last day of usage however an occurrence of ¿improper shutdown!¿ was observed three months prior. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be worn battery gasket. The battery gasket will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.